Event description:
It was reported that pump displayed malfunction code related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.